Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that following a total knee arthroplasty procedure, it was observed on the post-operative x-ray that the tibia cut appeared to have more varus cut than planned. It was reported that the cut appeared over resected. The exact amount was unknown to the reporter. This occurred while using the robotic assisted satellite station and base station devices. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and no defects or issues were found in the system or software. Device log files and a short film x-ray were reviewed for this event. Evaluation found that the final alignment graph showed 6 degrees of varus and the plan showed 3 degrees. Therefore, the reported condition was confirmed. The short film x-ray was insufficient to confirm the described issue. However, the log files do not provide sufficient information to determine which of what contributed to the described issue. The possible causes relate to actual anatomical landmarks compared to those acquired and the log files only show the acquired landmarks. This prevents the investigation from determining a probable cause of the described issue. The assignable root cause could not be determined.